Event description:
It was reported, that the downstream occlusion sensor seal is delaminated. The event occurred, during testing. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of delaminated downstream occlusion (dso) seal. There was no prior service history. Review of event log found no reoccurring alarms. Visual/functional testing was performed. Complaint of dso seal delaminating was confirmed through visual inspection. Replaced dso seal. Device passed all test criteria post repair.